Event description:
A malfunction was reported when pump alarm 30 was declared during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge under guidance but faced recurring cartridge alarms, preventing the resumption of insulin therapy. Technical support arranged for a replacement pump, as it was still under warranty, and advised the customer to use manual injections as a backup. The customer understood instructions to return the defective pump with a pre-paid label and place it in storage mode before returning.